Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unusual severe pelvic pain'), diplegia ('two episodes of unexplained paralysis in legs') and transient ischaemic attack ('after all that I had a tia the origin of which is unknown') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no cutaneous reactions in the past. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant). In 2011, the patient experienced diplegia (seriousness criterion medically significant), transient ischaemic attack (seriousness criterion medically significant), groin pain ("severe pain, felt like tears in the groin"), back pain ("back pain that paralyses me in the epidural area and the spinal column when my cycle starts"), dysmenorrhoea ("back pain that paralyses me in the epidural area and the spinal column when my cycle starts"), adnexa uteri pain ("intense ovarian pain"), skin reaction ("cutaneous reactions"), cramps in the calves ("severe cramps in the calves"), auditory disorder ("hearing problems"), amnesia ("memory loss"), dyspepsia ("my digestion is fussy"), fatigue ("constant exhaustion"), leg cramps ("severe cramps in the calves"), dyspnoea ("breathlessness") and joint stiffness ("rigid fingers in hands"). Essure treatment was not changed. At the time of the report, the pelvic pain, diplegia, groin pain, back pain, dysmenorrhoea, adnexa uteri pain, skin reaction, cramps in the calves, auditory disorder, amnesia, dyspepsia, fatigue, leg cramps, dyspnoea and joint stiffness had not resolved and the transient ischaemic attack outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, amnesia, auditory disorder, back pain, cramps in the calves, diplegia, dysmenorrhoea, dyspepsia, dyspnoea, fatigue, groin pain, joint stiffness, pelvic pain, skin reaction, transient ischaemic attack and leg cramps with essure. The reporter commented: since the implementation of essure, I suffer from unusual pelvic pain and intense ovarian pain. There was severe pain, felt like tears in the groin, but inside, I have hearing problems, memory loss, unexplained paralysis, just after all that I had a tia in 2011 the origin of which is unknown, cutaneous reactions that I have never suffered before. I have back pain that paralyses me in the epidural area and the spinal column when my cycle starts. I have severe cramps in the calves. My digestion is fussy. I suffer from these memory disorders and these multiple areas of pain. I am exhausted, although I am no longer active outside, I do not drive anymore. I made the choice to work from home. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.